Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos) post vp) ventricular pace and the caller was inquiring how to eliminate the twos. A company technical representative provided ways to eliminate twos post vp. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.